Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively determined with the information available. The transient hypotension and successful intraoperative medical treatment, and successful exclusion of the aneurysm is confirmed. The delivery system was not available for return and the stent graft remains implanted. Based on similar reported events, the emptying of the polymer syringe and intravascular leak of polymer was likely a result of a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft. In addition, the clinical assessment determined that there was evidence to reasonable suggest an additional surgical intervention on post operative day one for right leg ischemia/flap dissection which was most likely procedure related. As of the date of this report, there have been additional patient sequelae reported. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A field safety notice (fs-0009) was released on 8/6/2018 to communicate the risk of polymer leak events with the ovation device under circumstances in which the device is not used in accordance with the device instructions for use.

Manufacturer narrative:
A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A field safety notice (B)(4) was released on (B)(6) 2018 to communicate the risk of polymer leak events with the ovation device under circumstances in which the device is not used in accordance with the device instructions for use.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon polymer filling of the aortic body stent graft, the patient experienced hypotension and the polymer syringe was observed to have emptied indicating an intravascular leak of fill polymer. The patient was treated for a hypersensitivity reaction per the device IFU and stabilized. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported and the patient will be monitored.